Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-01488, 3005168196-2019-01489, 3005168196-2019-01490.

Event description:
The patient was undergoing a coil embolization procedure in the diverticulum of the sigmoid sinus using penumbra smart coils (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully placed a smart coil in the target vessel using a non-penumbra microcatheter and detached it using a handle, however, the pusher assembly became stuck in the handle and, therefore, both the handle and pusher assembly were removed. Next, the physician met resistance and was unable to advance a new smart coil into the microcatheter; therefore, the smart coil was re-sheathed and saved for later use. The physician then attempted to advance another new smart coil; however, the same resistance issue occurred, and the smart coil was also re-sheathed and saved for later use. It was reported that the physician noticed a piece of the pusher assembly was stuck inside of the microcatheter, and therefore, a non-penumbra guidewire was advanced through the microcatheter to push any material into the diverticulum. The physician then advanced the same smart coils that had been re-sheathed and saved for later use through the same microcatheter, and successfully detached both using a new handle to complete the procedure. There was no report of an adverse effect to the patient.